Event description:
During a surgical procedure, metal flakes fell off into the pt. The flakes were retrieved by the surgeon without any injury to the pt. All devices used were also replaced to finish the procedure which was extended about 1/2 hour.

Manufacturer narrative:
Cannot confirm customers stated problem. The units functioned as intended. No missing material was found, the distal end of the tube has normal wear of ding and dents. The tube has multiple scratches, all cosmetic.